Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's sister reported the customer received a result of 126 mg/dl on the nano system but was having hyperglycemia. The customer experienced elevated blood glucose symptoms and felt nauseous. The customer went to her doctor's office and her doctor advised her to go to the emergency room. The caller did not know if any blood glucose readings were taken at the doctor's office or at the hospital. At the hospital the patient was treated for high blood glucose and was also diagnosed with dehydration. The hospital treated the patient with an IV of saline. The customer was not admitted to the hospital and went home later that same day. Caller alleged the reading of 126 mg/dl on the nano system was too low according to the patient's symptoms. Return of the suspect device was requested for evaluation.